Manufacturer narrative:
On march 17, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 22, 2021, device evaluation was completed. Mentor conducted a visual inspection of the returned device and material evaluation. The returned device was received out of its packaging. Visual analysis of the returned device determined that a brown stain was observed over the shell, not embedded, measuring approximately 15 mm (1.5 cm). Fourier transform infrared spectroscopy analysis was performed to identify the chemical composition of the foreign matter. The investigation concluded that it is primarily composed of an acrylate-based material. The identification and characterization of the foreign material observed were compared to an existing toxicology report. The assessment concluded that the identified material will not alter the biocompatibility profile of the finished product. However, the potential source of origin remains unknown. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On may 26, 2021, photo evaluation was completed. Upon visual evaluation of the image provided in the complaint, a brown stain is observed on the siltex hpg, 300cc implant surface. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: foreign matter (pre-implant). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that stain on the 300cc mentor memorygel breast implant surface was observed once package was opened. The breast prosthesis did not touch any patient and there was no patient involvement. There were no procedure delays reported as a replacement implant was used instead.